Event description:
Customer reported when the nurse call cable is connected to the alarm, the alarm does not sound at the nurse call station. Customer reported he is using the posey nurse call cables. The customer also added a note to the unit that states "connection bad, no voice only tone". Customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned unit did not confirm the reported issue of the nurse call signal not being sent to nurse call station. The nurse call light comes on at the test fixture when it should. Used a known working nurse call test fixture and nurse call cable to test. Customer's note of no voice is confirmed. The voice does not play, instead a clicking noise plays. Tone still sounds as it should. Unit passes all other functional tests. (B)(4).